Event description:
Same case as MFR report #2134265-2008-00609. It was reported that during a percutaneous angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the venous side of a moderately tortuous "anterio-venous" av shunt. A symmetry balloon catheter had been advanced to the target lesion and the physician was able to inflate the balloon twice to 15 atmospheres without difficulty with the encore inflation device. During the second deflation, difficulties occurred. The physician was unsure if the balloon deflated fully, and "felt it took longer to deflate the balloon than usual." The physician then attempted to withdraw the balloon catheter into the non-bsc introducer sheath, however, he could only pull "a little proximal part of the balloon" back into the sheath. The physician then performed a cut-down incision, and removed the symmetry balloon catheter and introducer sheath as a unit. The pt did not experience any symptoms during the deflation and withdrawal difficulties. The procedure was completed with this device. The pt's current condition is listed as "good".